Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an open reduction and internal fixation olecranon, there was possible infection and fluid was obtained for cultures. The patient returned to the operating room for irrigation and debridement of olecranon.